Event description:
It was reported that the right ventricular (rv) lead had loss of capture and high thresholds. The patient experienced syncope. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. (B)(4).